Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: a 20039e sample was received for investigation inside an opened packaging from lot 20045309. A visual inspection of the sample received confirmed the customer's experience as the female luer adaptor (fla) of the smartsite component was identified to be deformed as if it had been crushed. The observed damage is consistent with the smartsite being subjected to an external force, however analysis of the automated assembly process of the smartsite did not identify any possible root cause for the observed deformation. The manufacturing site confirmed that any deformed components would be automatically detected by the assembly equipment and scrapped. Additionally a review of the packaging process confirmed that the packaging machine will automatically stop if any smartsites or other components are out of the packaging, which triggers a 100% inspection process of any potentially affected components. A review of the production records for lot 20045309 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that the smallbore 6 inch ext vlv was damaged/deformed. The following information was provided by the initial reporter: "smartsite was deformation".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv was damaged/deformed. The following information was provided by the initial reporter: "smartsite was deformation."